Event description:
There were 25 pts at community hosp north who had pic lines placed. During insertion, the practitioner had difficulty in advancing the guidewire. When pulled back through the sheath, the guidewire was distorted. The pts experienced bruising in the insertion area. All difficulties were from the same lot number. Some pts were discharged with the pic line in place, others were transferred to other facilities with the pic line in place and others were removed/replaced during the hosp stay.